Manufacturer narrative:
On 05-sep-2024 apifix was notified that patient #581 underwent revision surgery during which the rod, extender, and screws were replaced with new ones. No report of patient harm or complication was received. Explanted device is not expected to be returned to the manufacturer. Should additional information be made available, apifix will file a follow up MDR.

Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2021. On 17-jul-2024 apifix was notified that patient (B)(6) has a broken rod. It is unsure at this time when a revision is planned for or what they plan to do.

Manufacturer narrative:
Investigation: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. Surgeon, information analysis: on 17-jul-2024 apifix was notified that patient(B)(6), index procedure (B)(6) 2021, has a broken rod. It is unsure at this time when a revision is planned for or what they plan to do. Reoperation events are a known risk that was assessed and recorded by the product risk assessment. Implant breakage is addressed in the IFU (dms-4472 rev g, dms-766 rev u) as potential risks associated with the mid-c system and spinal surgery generally. The risk of broken rod: implant breakage has been assessed and found to be acceptable. The risk has been quantified, characterized, and documented as acceptable within full risk assessment. Apifix has not received additional information regarding this case. Once additional relevant details become available; a supplemental MDR will be submitted.